Event description:
Account alleged that the brake linkage is broken on the bed. No injuries reported.

Manufacturer narrative:
Account could not tell me if brakes would hold or lock at all. The account stated the bed was taken off of the floor and brought to the bed shop. No further info is available on the repair of the bed at this time.